Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the distal right coronary artery (rca). The physician was unable to cross the lesion with 2.75x28mm taxus liberte stent. It was indicated that resistance was met upon attempting to cross the lesion so the physician removed the device outside the pt. It was noted that the stent damage occurred. The procedure was successfully completed with an unk bare metal stent. No pt injuries or complications was noted. Pt condition listed as "good."

Manufacturer narrative:
(B)(6).taxus device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed. (B)(4).